Event description:
It was reported that ¿occlusion in the steam sensor / kv ab". There was unknown patient involvement and unknown patient harm/adverse event reported. No further information can be provided.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. Functional testing confirmed the complaint. The pumps dso sensor was tested and was found no shutoff pressure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replace dso sensor.